Event description:
The device was used during a thoracoscopic lung resection. Reportedly, a component disengaged. The surgeon performed a laparotomy and applied another device to complete the procedure. There was unexpected tissue loss and the hospital has reported the pt's condition is satisfactory.